Event description:
It was reported that the ventilator generated an alarm for high oxygen concentration. There was no patient involvement. Importer ref number: (B)(4). MFR ref number: (B)(4). Ref MFR report number: 8010042-2013-00182.